Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. 1. Inspection of the actual sample: 1.1. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. 1.2. The actual sample, after rinsed and dried, was tested for the o2 transfer and co2 removal performance in accordance with the product inspection protocol. It was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12 g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg [circulation conditions] blood flow rate: 5 l/min and 3 l/min, v/q:1, fio2: 100% [o2 transfer volume] @5 l/min: 302 ml/min., @3 l/min: 200 ml/min. [Co2 removal volume] @5 l/min: 250 ml/min., @3 l/min: 162 ml/min. 2. Record review: 2.1. Review of the manufacturing record and the shipping inspection record of the actual sample found no anomaly. 2.2. Review of the past complaint file of the involved product code/lot# found no other similar complaint. 2.3. Manufacturing date: march 1, 2021. 3. Cause of occurrence/conclusion: based on the investigation result, the gas transfer performance of the rinsed actual sample met the factory's specifications, and no anomaly was found. As for the cause of the occurrence of this case, based on the fact that the procedure was completed by increasing fio2 to 100%, it was possible that the oxygen supply during use was not sufficient, which resulted in the oxygenation failure. In addition, it was inferred that fx15-size oxygenator was underperforming to oxygenate the patient of 174-cm height and 82-kg weight; however, the cause of occurrence could not be clarified. Relevant IFU reference: - start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. - measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. - to decrease pao2, decrease fio2. - to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. - to decrease paco2, increase total gas flow. - to increase paco2, decrease total gas flow. - upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the oxygenation was low. The perfusionist noticed a significant drop down on the performance of oxygenation. He increased then the oxygen amount to solve the issue. At the end he could finalize the case with the same oxygenator; however, he needed to go for 100% oxygen supply. Soon after going on cardiopulmonary bypass, an arterial blood gas was done as a routine to check the oxygenator performance. The below values were observed as mentioned at 14:28. A small adjustment in the sweep gas was done to increase the ventilation. At 15:10 another arterial blood gas was done. Because of the unsatisfactory values, I made some changes in the ventilation, waited for the color of the arterial blood to get better and performed another blood gas at 15:34, which seemed to have improved. Since we were almost at the end of the procedure and the near infrared spectroscopy values were stable throughout the procedure, no action was taken to replace the oxygenator. It took a while to analyze the blood color, as the hematocrit was also quite concentrated. Conclusion: during the above-mentioned procedure conducted at normothermia, the oxygenator performance was limited and by the end, the performance had reached its peak, which could be detrimental if one does not take the necessary action. Fortunately, the patient was hemodynamically stable with optimal urine output and adequate blood gas saturations throughout the procedure. The patient was transferred to the intensive care unit (ICU) without any inotropes, and the patient was extubated at approximately 21 hours on the same day (adequate & oriented). There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: requested, not provided. D6b: explanted date: requested, not provided. E3: occupation: chief perfusionist. G4: PMA/510(k) - k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the actual sample found no anomaly. Review of the past complaint file of the involved product code/lot found no other similar report. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.